Manufacturer narrative:
A data research of the labels had been conducted. The product recall r-2024-01 is being finalized.

Event description:
Labeling "f instead of g".

Manufacturer narrative:
A data research of the labels had been conducted. Product recall r-2024-01 is initiated.

Event description:
Labeling "f instead of g"